Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the battery was re-sutured down in pocket. Issue is resolved. No device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient reported that battery is just roaming around in what is now a giant pocket. It has no idea which way is up and thinks patient is laying when standing and reclining while walking etc. It also randomly starts and stops etc. The patient does not report any factors that may have led to or contributed to the issue. Patient stated that hcp thinks the suture in her battery pocket must have somehow come loose. No diagnostics/troubleshooting performed. Rep instructed to patient to turn off the adaptivestim feature until the can re-orient the battery after patient's 01/24 revision surgery. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. No further complications were reported/anticipated.